Manufacturer narrative:
The product evaluation confirmed the failure mode. The cutter did not cut. The needle was bent, which could contribute to poor cutting performance. It should be noted that the tip protector was not returned. Due to the evidence of use, and receipt without a tip protector, a definitive conclusion for the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Refer to CAPA 610815. CAPA 610815 was closed on 06 july 2018 but was still open when lot w1385 was manufactured. Per CAPA 610815 and qcr 332663 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5223w. The first lot of bl5223w that was built with the vitrectomy tubeset enhancement was lot #w2087 in jun-2018. Any bl5223w product with lot #w2087 or higher will include the vitrectomy tubeset enhancement. The investigation is complete.

Manufacturer narrative:
The evaluation was performed. The tip protector was not returned, and the needle is bent. The port window is in the opened position, and there is dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle is binding up and blocking the port window, preventing cutting and aspiration. Manufacturing and sterilization records were reviewed and found to be acceptable. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported a cutting problem that occurred during a procedure however, aspiration continued. It was reported that there was no patient impact.